Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown procedure in 2002 and the mesh was implanted. The patient experienced erosion through vaginal wall in 2003 and in 2004. It was also reported that the patient experienced injury and pain during intercourse and further surgery required. The patient was admitted twice for partial mesh removal procedure. The patient is experiencing over the year's problems with voiding and bowels, pain with voiding and sensitive bladder. Additional information has been requested.